Event description:
Laboratory reported greater than 60 patient calcium results that repeated higher when retested. There were no reports of inappropriate therapy based on the incorrect results. The field service representative found the change valve was defective and repaired the instrument by replacing the valve.